Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jun-2025. Investigation summary bd received one sample and 11 photos for investigation. Visual evaluation of the sample and the photos revealed the presence of a defective stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® edta 2k, the automated sampling instrument pushed the stopper into the tube causing it to separate from the hemogard cap and become stuck inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® edta 2k, the automated sampling instrument pushed the stopper into the tube causing it to separate from the hemogard cap and become stuck inside the tube. No adverse impact was reported regarding the patient or user.